Event description:
It was reported that during a stent procedure in a mid lad, after placing one stent, a second stent was successfully deployed proximal to the first. Resistance was met when removing the delivery system. The guiding catheter was then deep seated and the delivery system removed. Ivus was performed after the stents were placed which reportedly showed an anomaly. It was felt that this was a portion of the membrane. The delivery system was examined and a piece of the membrane was noted as missing. Another stent was placed to tack up the membrane. The procedure was completed and the patient was in stable condition.

Manufacturer narrative:
Evaluation summary: quality engineering determined that the device was returned with the c-flex rolled proximal to the tip. When the c-flex was unrolled, the distal edge appeared jagged as if it had been torn. Quality engineering concluded that based on the info in this report, the c-flex became entrapped within the anatomy, most probably between the two stents. The manipulation of the delivery system (in and out movement), while trying to properly place the stent, likely contributed to the c-flex entrapment. Ultimately, the c-flex separation resulted from a tensile overload of the c-flex material as the delivery system was being removed from the anatomy. The mfg records for this product lot were reviewed and no non-conformities were found with a relationship to this product issue. C-flex separation is a rare occurrence. Quality engineering will continue to monitor this type of product issue. This MDR is considered closed.